Event description:
It was reported that intermittent audio output occurred. Approximately on (B)(6) 2023, the patient experienced intermittent audio output which occurred 8 days after the sensor had been inserted in the arm. The patient reported that because she did not get any warning her sugar was dropping until it was too late, she had issues getting up. When she fell, she broke both feet and the right ankle. She was sore and bruised her right ribs. After the patient woke up, she ate food before calling her husband. There was no documentation of blood glucose or continuous glucose monitor value for the event. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was doing fine with some pain from her injuries. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Subsequent to the initial MDR, clarification was received on (B)(6) 2023.

Manufacturer narrative:
(B)(4).